Event description:
The event is reported as: complaint alleges that the valve on the belly bag gets stuck. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not returned for eval. The device history record for lot number 02k1003134 was reviewed and no issues or discrepancies were found that could potentially relate to the complaint. Manufacturing and quality inspection procedures and processes were reviewed and both showed that proper controls are in place to guarantee that acceptable product is delivered to the customer. No conclusion or root cause can be determined at this time based on the lack of reported defective sample.